Event description:
Boston scientific received information that this patient passed out and fell, which caused a facial trauma and bruise on his/her nose. This right ventricular (rv) lead displayed high out of range pacing impedance measurements, and loss of capture (loc). Threshold measurements could not be taken in bipolar mode, and when taken in unipolar mode, loc was observed. The device was programmed in ddd. It was suspected this rv lead was fractured. The decision was made to replace this rv lead due to the patient being pacemaker dependent. The new rv lead was connected to the associated pacemaker, and this rv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time, there is no additional information. Should additional information become available, this report will be updated.